Manufacturer narrative:
(B)(4). There are multiple etiologies of cardiogenic shock; a rare cause is valve failure. In this case, the patient developed multiple complications after implant of the intuity elite aortic valve including bifasicular block and anterolateral hypokinesia and hypotension requiring an iabp and inotropic support. In addition, the patient had to return for an unplanned CABG and ECMO due to persistent myocardial stunning and shock. The root cause of this event cannot be confirmed with the available information. However, there has been no allegation of a device malfunction or that the edwards device caused or contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the patient expired nine (9) days after implantation of a 8300ab 21mm aortic valve. Per medical records, this case involved a (B)(6)-year-old female with a history of a non-edward¿s porcine bioprosthetic aortic valve replacement. Cardiac catheterization and echocardiogram showed normal coronary arteries and severe prosthetic aortic valve stenosis. She underwent a redo aortic valve replacement with subannular bovine patch repair of the aorto-mitral curtain, and iabp placement. The previously placed valve was embedded in fibrosis and pannus. An 8300ab 21mm edwards intuity elite was implanted. There was bifasicular block and anterolateral hypokinesia with some hypotension which improved after an iabp and inotropes were administered for support. She remained stable on moderate pressors, inotropes, and 1:2 iabp support for the first 24 hours post-op. There was evidence of anterior wall ischemia/infarction and a new bundle branch block confirmed by EKG which were felt to be due to myocardial stunning in the absence of known coronary disease. Later that evening, there was new onset hypoxia, metabolic acidosis, oliguria, and interstitial pulmonary edema. The decision was made to return to the or for ECMO and possible CABG for a suspected coronary embolus of the lad. After surgery, her urine output improved and abgs improved. She then developed oliguria and became progressively edematous 48 hours later so crrt was started. The next day, a tee was done and anterior hypokensia was noted with an ef of 35% and she was still having significant edema. On pod#5, she was unarousable while off sedation, so a CT of the brain was done which showed multifocal cerebral and cerebellar infarctions. It was noted that her prognosis was poor and she was not a candidate for transfer to another facility due to her neuro status and hemodynamic instability. On pod #9, the family agreed to withdraw all support and the patient expired. The diagnosis at the time of death included: atn, ards, respiratory failure, cardiogenic shock, arf, cerebral infarction, ami, pseudomonas pneumonia, septic shock, and encephalopathy.